Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 89-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an access site bleed during pump explant and developed a hematoma. The patient underwent a blood transfusion of unknown quantity to counteract the blood loss. Additional information pertaining to the bleed and subsequent intervention was not available. The patient was considered stable following treatment.